Event description:
Adverse event(s): "eye infection" (infection); "itching" (itching); "redness) (red eye(s)); "eye gunk" (discharge); "weeping" (tearing, excessive); "burny" (burning sensation). Product problem(s): "unknown device" (no info). A consumer reported that during an appointment with her ophthalmologist to have her eyes checked she was instructed to remove her contacts and given a sample box of the product which was sealed. She stated, she removed the seal and put both her contacts into the lens case that came with the kit. She was given a new contact to use in her left eye, but she put in her old contact in her right eye that had been soaking in the solution. The next morning, she found that her right eye was red and weepy but her left eye was not. She stated that she was seen by her family doctor who diagnosed an eye infection and directed her to use antibiotic/steroid drops. Two days later, she was fine. She reported that she alter saw her ophthalmologist to have her eyes dilated and she told him about the eye infection in her right eye. She stated that he looked at her right eye but did not see anything at that time. On (B) (6) 2010, she put in brand new contacts but realized that she was out of her regular solution. She stated that she opened the sample bottle of the product she had used two weeks prior and soaked her contacts over night. The next morning, she experienced red, burning eyes, ou, which were weepy and filled with excessive eye gunk. She stated that she was seen by her family doctor who told her she had an infection in both eyes. She reported her doctor prescribed antibiotic/steroid drops to treat the problem. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the complaint device associated with this report was not received for eval. It is unk if the product was used according to labeled indications. Batch records were reviewed for lot 169966f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 169966f met all release criteria prior to product release. There are no similar reports for this lot. Add'l info was requested by phone on 06/07/2010 and 06/10/2010 and by mail on 06/10/2010 and 06/11/2010. A completed questionnaire has not been received. (B) (4). (B) (4).